Event description:
"The power glide wire deployed normally, the catheter would not release."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyd1690 showed one other similar product (complaint(s) from this lot number.